Event description:
Piece of (profanity) abbott freestyle libre3 app reset itself and lost everything recorded over past 4 months. This cgm is total "profanity" and worthless in managing my diabetes. Cgm constantly reads 30-40 points higher than established finger stick meter.